Event description:
The support bracket attaching the intra-uterin tube to the ring tube seperated at the weld on the intra-uterin tube. This appears to have occurred during the disassembly of the applicator while being removed from the patient.